Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the flashcard and the reported allegation was not confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physicians hand held screen was freezing during interrogations on vns patients devices. The nurse reported that the issue occurred previously and a reset of the hand held resolve the problem, however, recently when she performed a reset, the issue did not resolve, and the reported stated that the device will not reset. Good faith attempts to obtain the hand held and the software flashcard for analysis have been made, but the devices have not been returned to date.